Event description:
A healthcare provider reported that the patient was hurting a lot after they had an MRI on (B)(6) 2013. The patient did not take pain medications prior to the MRI, so they only ¿made it through 2 of 3 scans needed¿. The MRI was done for lumbar pain, but the healthcare provider was not sure if the scan was related to the infusion therapy. Another healthcare provider stated the patient ¿should not have been scanned¿, and they were ¿upset that a 3.0 tesla MRI was done on the patient¿. The medication used within the system was unknown. A pump motor stall was reported, and the patient had increased pain. The medications used within the system were dilaudid, bupivacaine, clonidine, and baclofen. It was later reported that the pump was replaced on (B)(6) 2013. The patient resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Only the pump was returned for analysis. The pump logs noted three separate motor stalls and recoveries. One of the motor stall/recoveries was linked to an MRI on (B)(6)-2013. Dispense and infusion accuracy testing was performed with noted over infusion during tests. The root cause was not determined.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was further reported that the physician attributed the motor stall to the MRI. The patient underwent an MRI resulting in electrical malfunction of her pump and will need a pump replacement.

Manufacturer narrative:
Destructive analysis of the pump was performed. New anomalies (root cause for motor stalls) found during destructive analysis and revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis also determined overinfusion of an undetermined root cause. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 21-jun-2017 indicated the patient had experienced withdrawal symptoms, including increased pain. No further information was provided and no complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.